Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 70% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. During procedure, the edge portion of 3.50x8 mm taxus liberte drug eluting stent was not fully inflated. Before using a quantum balloon, the physician checked image to confirm the stent location. He found the stent missing in the pt. The stent was left inside pt and the procedure was completed with a cypher stent. The quantum balloon was not used in this case. No pt complications were reported. Pt status reported as "satisfactory and good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As no device was received for analysis, it is not possible to determine the root cause of the complaint incident. The root cause as to why the stent did not fully deploy could not be confirmed. This particular batch# 8213979 has no other associated complaints to date. A review of the mfg record for this particular batch #8213979 shows that the device met its material, assembly and product specifications at the time of its release to distribution.